Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) in 2011 their system just ¿quit working¿ six months after implant and was explanted. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.